Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a procedure to replace his inflatable penile prosthesis (ipp) device three months after it had been implanted because the device was not the correct size for the patient. The ipp device was explanted and a new device was implanted. There were no patient complications.